Event description:
Related manufacturer report number: 2017865-2023-39145. It was reported that noise resulting in oversensing resulting in inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. Pocket provocation testing was performed and the noise was reproducible. It was not clear if the event was due to the device or the lead. Additionally, the rv lead was suspected to be damaged, however, this was not confirmed via diagnostic imaging. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.